Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) ultra set disposable disconnect y-sets had a connection issue while in use with a transfer set. The issue was further described as ¿typically you are able to twist it on and come to a stop¿; further described as ¿it kept spinning, and there was never a stopping point. There is a clicking over but that wasn't secure enough to be trusted¿. This was observed during set up for continuous ambulatory peritoneal dialysis (capd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.